Event description:
It was reported that during arthroscopy, the anchor broke while being inserted into the portal, all pieces were removed from the patient. There was a delay of 5 min and the procedure was completed using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72203704 healicoil regenesorb 4.75mm suture anchor device used in treatment, was returned for evaluation. The distal threads of the anchor indicate excess force was applied or inadequate tunnel diameter or depth contributed to breakage. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Loss of axial alignment. 4. Unexpected or inadequate bone quality resulting in anchor pullout or loss of fixation. 5. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. Per instructions for use: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 4.75mm anchor is a 4.75mm threaded dilator. Complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution.